Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states the lights do not work.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the pc board had no lights, which confirmed the original complaint issue. However, the underlying cause could not be determined.

Event description:
Dealer states the lights do not work.